Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to advance and guide separation include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or aggressive downward or torsional pressure. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed. When the second prostyle was being advanced into the anatomy, the device separated at the guide. The sheath was snared out and removed from the anatomy. No surgery was required. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 16f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.